Manufacturer narrative:
The investigation into the access site bleeding ¿ major issue has been completed since the original report was filed. The device was not returned for investigation. The root cause of the access site bleeding - major was not determined since product and data logs were not returned.

Event description:
The complainant in the EU reported patient of unknown age and gender on impella cp support, was bleeding from the access site during removal. The pump was removed and there was no activate bleeding noted after. The patient remained hemodynamically stable, and no transfusions were needed.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿